Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the helix housing and in neck region. Set screw mark noted on the terminal pin. Detailed analysis confirmed that the cathode coil is deformed (necked down and wavy) at the distal end of the terminal pin, and a stylet can no longer be introduced passed this area. This damage was likely a contributing factor to the helix mechanism issue which was seen in the field. Once the cathode coil is deformed to this extent, the torque would no longer be able to be transferred to the tip as was designed. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds. The tip and helix are intact and appear undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. A lead revision was scheduled. During the revision the physician was able to use a stylet to reposition it. The ra lead was repositioned multiple times during the case. It was noted that the ra lead was difficult to place; with every attempt to reposition the ra lead, the helix took more turns to get the helix to extend and retract. The helix mechanism was able to extend on the sterile table. The ra lead was explanted. No additional adverse patient effects were reported.